Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a kink was visible in the distal extrusion at 3.5cm distal to the port site. A pinhole leak was identified at 1mm distal to the distal edge of the proximal markerband. A detailed examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred. The mildly tortuous and 60% stenosed lesion was located in the left anterior descending (lad) artery. The 20mm x 3.0mm maverick balloon catheter was advanced to the lesion and on the first inflation it ruptured at 8 atms. The device was successfully removed from the patient and the procedure was completed with another smaller device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred. The mildly tortuous and 60% stenosed lesion was located in the left anterior descending (lad) artery. The 20mm x 3.0mm maverick balloon catheter was advanced to the lesion and on the first inflation it ruptured at 8 atms. The device was successfully removed from the patient and the procedure was completed with another smaller device. No patient complications were reported and the patient's status is stable.